Manufacturer narrative:
The reported issue was not able to be recreated during the testing of the actual device, in conjunction to the review of the logs. However, it was noted that the device was dirty and stained, indicating potential for environmental causes to have contributed.

Event description:
During a case an arterial pump alarm was observed where the centrifugal went to zero rpm and stopped for a couple of seconds then started back up. An investigation in to the logs of the device appears to indicate the drop in power was due to the power supply. We consider pump stoppages to be reportable, despite no harm to the patient involved.